Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device constantly alarmed upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom constant upstream occlusion alarm, determined to be caused by a failed ultrasonic sensor. The evaluation found that the ultrasonic readings were below specification, which makes the pump more sensitive to false upstream occlusion alarms. The failed ultrasonic sensor was replaced.